Manufacturer narrative:
1/23/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a thoracoscopy procedure. Reportedly, the staple line was incomplete. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.